Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 628 mg/dl and had diabetic ketoacidosis. Customer went to the emergency room and was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER the next day with the issue resolved and no permanent damage. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.